Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. While the exact cause for the biliary stricture is unknown, the root cause is likely to be related to patient condition.

Event description:
Intera oncology received an email from a pharmacist on october 4, 2025, that the hospital's inpatient surgical oncology team reached out to the pharmacist regarding a pump refill. The patient was readmitted to the hospital for biliary stricture causing transaminitis and missed pump refill on (B)(6) 2025. The inpatient team was going to refill with hep/saline + dex. Intera oncology asked the pharmacist if the biliary stricture was thought to be related to floxuridine or disease progression and she is asking the team. The pharmacist reached out to the inpatient team twice and has not heard back from them to find out if the biliary stricture was related to floxuridine or disease progression. The latest information that we are aware of is that the patient has not returned to active treatment. The patient went from hep/saline + dex to glycerin and last note mentioned maybe going back to hep/saline + dex but has not yet.